Event description:
When ampule was broken, a sliver of glass penetrated the outer plastic sleeve and cut the employee's hand while blood cultures were being done. There did not appear to be any blood-to-blood contact.